Event description:
Bayer case number: (B)(4) pelvic and gynaecological pain [pelvic pain female], irregular bleeding [genital bleeding] , intense tiredness [tiredness], depressive state [depressive state] , digestive disorders such as irritable colon [irritable colon] , adenomyosis [adenomyosis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic and gynaecological pain") in a 41-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("irregular bleeding"), fatigue ("intense tiredness"), depression ("depressive state"), irritable bowel syndrome ("digestive disorders such as irritable colon") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017.at the time of the report, all of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, fatigue, depression, irritable bowel syndrome or adenomyosis. The reporter commented: period of occurrence: between (B)(6) 2013 and (B)(6) 2017. Comments "following contact with the association, I will have an abdominal x-ray without contrast to check that no fragments of the essure implants are still present in my body. I am surprised, even scandalized, that following the withdrawal from the market and insertion of these implants in 2017, the french institutions did not consider it necessary to contact and inform all the women who had these implants fitted in france of the risks incurred by these devices, advising them on an individual basis to have them removed. In my opinion, this is due to a lack of information. There is now evidence that it involves heavy metal poisoning. I have joined the collective and intend to take legal action. Patient's current status: the depressive state has been treated by taking antidepressants. No real solution found for intense tiredness. As the pelvic pain did not subside despite taking medication and postural rehabilitation (a postural problem had been suggested to explain the pain), examinations were prescribed in (B)(6) 2017, concluding that a hysterectomy was necessary due to suspected adenomyosis. Since (B)(6) 2017, and following this hysterectomy, the symptoms mentioned above have disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic and gynaecological pain [pelvic pain female] irregular bleeding [genital bleeding] intense tiredness [tiredness] depressive state [depressive state] digestive disorders such as irritable colon [irritable colon] adenomyosis [adenomyosis] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 05-feb-2025. The most recent information was received on 20-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic and gynaecological pain") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("irregular bleeding"), fatigue ("intense tiredness"), depression ("depressive state"), irritable bowel syndrome ("digestive disorders such as irritable colon") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy). At the time of the report, all of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, fatigue, depression, irritable bowel syndrome or adenomyosis. The reporter commented: period of occurrence: between september 2013 and august 2017. Comments "following contact with the association, I will have an abdominal x-ray without contrast to check that no fragments of the essure implants are still present in my body I am surprised, even scandalized, that following the withdrawal from the market and insertion of these implants in 2017, the french institutions did not consider it necessary to contact and inform all the women who had these implants fitted in france of the risks incurred by these devices, advising them on an individual basis to have them removed. In my opinion, this is due to a lack of information. There is now evidence that it involves heavy metal poisoning. I have joined the collective and intend to take legal action patient's current status: the depressive state has been treated by taking antidepressants. No real solution found for intense tiredness as the pelvic pain did not subside despite taking medication and postural rehabilitation (a postural problem had been suggested to explain the pain), examinations were prescribed in may 2017, concluding that a hysterectomy was necessary due to suspected adenomyosis. Since september 2017, and following this hysterectomy, the symptoms mentioned above have disappeared. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-feb-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.